Event description:
It was reported that a patient presented with over-sensing noted on the patient's right ventricular lead. Corrective programming changes were recommended but were not made. No information regarding patient consequences was reported.

Event description:
It was reported that a patient presented with over-sensing noted on the patient's right ventricular lead. This was due to oversensing of ventricular ectopic beats. Corrective programming changes were recommended but were not made. No information regarding patient consequences was reported.